Manufacturer narrative:
At analysis the analyzer failed its light-emitting diode operational test indicating an out of specification finding in an electrical manner. The analyzer will be sent on for repair and restock.

Event description:
The analyzer which was originally returned as part of an inventory reduction initiative subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.